Event description:
A customer reported, receiving a ¿replace sensor¿ error message on the adc freestyle libre sensor after (B)(6) days of wear. The customer further reported, she experienced symptoms described as ¿shaky and dizzy¿. And received third-party treatment, but no treatment information was provided. The customer noted, that her insulin was lowered at night. And no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and investigated. Visual inspection of the returned sensor was performed, no issues were observed.   Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 19 and 23), due to a temporary drop in the source voltage. And the sensor was observed, to have terminated on the user's body. The sensor plug was properly seated in the mount. The sensor plug was removed. And the plug assembly was inspected. A crack in the sensor neck was observed, which is indicative of an insertion failure. The sensor was de-cased and no issues were observed upon visual inspection. The battery was measured and determined to be within specification. An extended investigation was also performed on the returned sensor. The sensor was reprogrammed and sim vivo testing was within specification. The issue is confirmed to a brownout reset.   Section d3 (email) and g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc freestyle libre sensor after 3 days of wear. The customer further reported she experienced symptoms described as ¿shaky and dizzy¿ and received third-party treatment but no treatment information was provided. The customer noted that her insulin was lowered at night and no further information was reported. There was no report of death or permanent impairment associated with this event.